Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was intermittently alarming "check for empty tubing or reservoir." The pump stopped, the tubing clamped, and the cassette was removed. Air bubbles were noted visible along the top of cassette. The tubing was massaged while green tab depressed and cassette tapped on hard surface. The cassette was reattached, but the pump alarmed "cassette not attached." The alarm was silences, battery cover opened and closed. The bottom of the cassette tapped on hard surface. The pump had been turned on, but the pump alarmed "remove and reattach cassette." The battery cover was opened and closed and the cassette removed and reattached. Pump turned on but "remove and reattach cassette" alarm persisted. The pump turned off and the tubing remained clamped. The reservoir volume was 58 ml. The event occurred while in use with a patient, and the patient was not affected.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.